Event description:
Patient reported "phone call from patient stating that they was at the breast clinic regarding a lump. At the clinic, there was signs of rupturing in the right breast." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported "phone call from patient stating that was at the breast clinic regarding a lump. At the clinic, there was signs of rupturing in the right breast." Patient additionally reported, a letter from their hcp with MRI results stating the rupture is confirmed. The device remains implanted.